Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a small bump on the laser probe and the laser probe would not fit through the trocar during a vitrectomy procedure. An alternate probe was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample showed that the nitinol was missing. The sample was attempted to be passed through a trocar and passed. The event could not be replicated. How or when the nitinol became missing could not be determined conclusively. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).